Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be septic and experience pneumonia and a sinus infection. The patient was hospitalized and received medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging caused the patient to be septic and experience pneumonia and a sinus infection related to a CPAP device's sound abatement foam. The patient was hospitalized and received medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.